Event description:
Info received indicated the emergency trendelenburg function was not operating.

Manufacturer narrative:
The hill-rom technician replaced the trendelenburg valve to resolve the issue.